Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2024. On (B)(6) 2024, the patient underwent a water vapor therapy procedure. There were three treatments administered to the right lobe and three treatments administered to the left lobe. There were no adverse events or device malfunctions. The procedure was completed without patient complications. The patient was discharged with an indwelling catheter which was removed by the nurse on (B)(6) 2024. On (B)(6) 2024, the patient experienced a non-serious painful urination. There was no action taken and the event is not resolved. On (B)(6) 2024, 7 days post procedure, the patient experienced a non-serious urinary tract infection. The patient was given sulfamethoxazole, trimethoprim, and amoxicilline medication as treatment. On (B)(6) 2024, the urinary tract infection was resolved.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2024. On (B)(6) 2024, the patient underwent a water vapor therapy procedure. There were three treatments administered to the right lobe and three treatments administered to the left lobe. There were no adverse events or device malfunctions. The procedure was completed without patient complications. The patient was discharged with an indwelling catheter which was removed by the nurse on (B)(6) 2024. On (B)(6) 2024, the patient experienced a non-serious painful urination. There was no action taken and the event is not resolved. On (B)(6) 2024, 7 days post procedure, the patient experienced a non-serious urinary tract infection. The patient was given sulfamethoxazole, trimethoprime, and amoxicilline medication as treatment. On (B)(6) 2024, the urinary tract infection was resolved.